Event description:
It was reported that stent damage post deployment occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal to mid right coronary artery. Overlapping stenting was planned. Following pre-dilation, the distal stent was deployed first, followed by deployment of the proximal stent. Post-deployment fluoroscopy showed stent fracture/deformation at the overlap segment. The damaged stent was a 28 x 3.50 promus premier and it was indicated that resistance was felt during stent advancement. To manage the issue and ensure complete lesion coverage, an additional short stent was deployed over the affected segment. The procedure was completed successfully with satisfactory final angiographic result. There were no patient complications.